Event description:
The user lost all access to sound with the device after hitting his head on a doorknob on (B)(6) 2023. The user has been re-implanted.

Manufacturer narrative:
Conclusion: the investigation results revealed overload fractures in the active electrode confirming that the device has failed due to an external impact to the active electrode. All the problems given in the recipient report appear to match well with this finding. This is a final report.

Manufacturer narrative:
Additional information: based on the received information, a damage to the active electrode due to the reported trauma appears very likely. However, to confirm an exact root cause device investigation would be necessary. Re-implantation is considered but no date has been scheduled yet.

Event description:
The user lost all access to sound with the device after hitting the head on a doorknob on (B)(6) 2023. The re-implantation surgery was originally scheduled for (B)(6) 2024 but was postponed. No new date has been scheduled.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
The user lost all access to sound with the device after hitting the head on a doorknob on (B)(6) 2024. The re-implantation surgery is scheduled for (B)(6) 2024.